Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced overstimulation with the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were disposed by the medical facility.